Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lph491, 8411h56 and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch is related to medwatch form mw5085404. Note: additional events reported via 2210968-2019-81259, 2210968-2019-81260, 2210968-2019-81261.

Event description:
It was reported via medwatch form mw5085404 that the patient underwent umbilical hernia procedure on (B)(6)2019 and suture was used. During the procedure, the suture kept fraying while fixing the defect from the umbilical hernia. Logistics department was contacted for a new box of suture with different lot number. The new box came up with the same lot number. There were no other sutures available. The suture from the new box was used and it did not fray as the previous suture did to fix the umbilical hernia defect. There were no adverse patient consequences reported.